Event description:
As reported to coloplast, though not verified: the patient had an aris implanted in (B)(6) 2023. Reportedly the patient experienced urinary tract infections with hospitalization and subsequent renal failure, sling exposure in midline (~1.5-2.0 cm) confirmed on examination and underwent partial mesh removal.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.